Manufacturer narrative:
The field service representative found the numerous barcode reading errors were the result of manual programming, a consequence of an issue with the customer's middleware (it often disconnects and the query response time is greater than 3 minutes). There was no issue with the instrument software. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a sample mismatch for one patient on a cobas e 411 analyzer (rack system). The alleged issue was a mismatch of sample ids. On (B)(6) 2024 a sample with barcode ID (B)(4) was tested. The sample tests were validated. On (B)(6) 2024 a new sample with barcode ID (B)(4) was loaded for a different group of tests. The tests ordered for the new sample were not performed. It was alleged that the same tests for the sample with barcode ID (B)(4) (analyzed on (B)(6) 2024) were performed. The tests from (B)(6) 2024 were not reported outside the laboratory. The issue was identified by the customer who manually requested the instrument to perform the correct tests for the sample from (B)(6) 2024